Event description:
It was reported that the ilet displayed a ¿charge ilet now¿ message while the user attempted to charge a device that had been fully depleted after a therapy pause due to a supply delay; charger indicator was green, orientation was correct, and the clip was not attached. Symptoms included no adverse physiological effects. Outcomes included no clinical impact, no alerts or alarms beyond the on-screen charge prompt, and no need for medical care. Investigation included customer care verification of charger status and charging setup, along with user education to allow additional charging time for a fully depleted battery. Investigation of this case revealed normal device behavior following complete battery depletion, with appropriate on-screen messaging and successful guidance to extend charge time; there was no evidence of hardware malfunction of the pump or charger. It was concluded, based on previously established findings for similar reports, that the cause was user interface challenges associated with recovering from a fully depleted battery, with no device defect identified.